Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of syncope and came to the clinic. The right ventricular (rv) lead was noted to be fractured and oversensing/noise was observed and was able to be reproduced. The oversensing caused pacing inhibition when was linked to the syncopal episodes experienced by the patient. The pace/sense portion of the lead was capped and replaced with an existing pace/sense lead. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.